Manufacturer narrative:
Concomitant medical product: 5076 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing at times on atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.